Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Title unknown/ not provided first/given name: unknown / not provided last name unknown / not provided email address unknown / not provided occupation unknown / not provided PMA/510(k): k011245 and k002188.

Event description:
It was indicated implant removed due to pain.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered sp 3.7mm 10m m hexagon (spmb10) was returned for investigation. Visual evaluation of the as returned product identified blood residue on threads and the drive feature. No damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing conditions were noted on the product experience report. The reported device location is unknown and was used for approximately 5 months and 12 days. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2019030256). It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op511) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019030256) for a similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.